Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of range impedances were measured on contacts 7-14 when the extensions were connected to the implantable pulse generator (ipg) during a follow-up for pocket revision. It was stated that the details of the pocket revision were still to be determined. It was stated that the extensions were cleaned and impedances were tested through the mltc ¿which was fine¿. It was reported that a new ipg was connected to the same extensions and the impedances were fine. It was stated that the patient was alive with no injury, and that there were no patient symptoms or complications associated with the event. Additional information received reported that the patient had the pocket revision to reposition the battery. It was reported that after the ipg replacement, the patient was doing fine and therapy was working.